Manufacturer narrative:
Correction: h6. The customer provided the device logs for review that confirmed the customers reported complaint. In two instances, the fio2 was set above 21% with no connected oxygen source. This alarm is consistent with a user-related oxygen setup. The customer was asked to operate the device at 100% fio2 for one hour to see if the issue would reoccur, and the customer confirmed that the issue did not reoccur. The device was determined to be working as intended and was advised to be returned to service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator triggered a 271 alarm. No patient involvement.